Event description:
The customer reported that the device failed to discharge.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) (B)(4) on behalf of the patient alleging that a one touch vita meter would not power on. The reporter indicated that the alleged issue started on an unspecified date/time during the week of (B)(6) 2010. On an unknown date/time after the alleged issue began, the reporter claimed that the patient developed a symptom of shakiness. As a result of the alleged issue, the reporter mentioned that the patient consumed more food/drinks. The reporter denied, however, that the patient received any treatment because of the alleged issue. The reporter admitted that misuse of the product caused or contributed to the meter¿s power issue. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.